Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient kept getting insulin flow blocked alarm that morning and her pump woke her up, as the flow was blocked. The infusion set had been used for a day and a half. Upon investigation of the returned used device (1 set) it was found that the glue in the tubing connector was missing (one drop of glue was found on the connector). No further information available.